Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available) applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of poor image quality from the probe was confirmed. There are several dark streaks in the image, the cause is a loose connection between the probe and probe connector board. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested and discarded. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
It was reported there are areas in the probe's image where the ultrasound image drops out.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
It was reported there are areas in the probe's image where the ultrasound image drops out.